Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced heavy clear plastic passing through vagina after intercourse with spotting and left groin pain, abdominal incision drainage, urinary incontinence, dysuria, urethral pulling, bladder tenderness, pelvic pain, abdominal pain, suprapubic pain radiating into the left groin, leg and knee pain with difficulty walking, bleeding, vaginal pain with odor, irritation, dryness, dyspareunia for both patient and spouse, rectal pain, blood in stools, passing blood clots with bowel movement, multiple urinary tract infections with hematuria, urgency and frequency. A removal of the mesh and left groin exploration were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.